Event description:
A percutaneous endoscopic gastrostomy jejunal feeding tube was placed. The gj tube was placed through another MFR's peg feeding tube. The pt was diagnosed with renal disease and systemic lupus erythematosus. It was noted later after the procedure, the duodenum had been perforated. The pt later expired.